Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had a spinal surgery at the end of june and the healthcare provider (hcp) gave them a bone growth stimulator to use. The patient stated they started having incontinence problems really bad a couple months ago, and they realized maybe the two signals are hurting each other. The patient has had to wear diapers. The agent asked if patient was using the bone stimulator over where the implant was and patient stated it was a little higher up. The patient was concerned that the therapy was not working so they checked it and increased it which caused them to feel "zapped" down the leg and so they decreased it again. The caller stopped using the bone growth stimulator to see if that helped their symptoms but it did not make a difference. The agent reviewed potential interactions for bone growth stimulators. The agent explained different programs to caller. The caller noted no messages or service codes came up on the screen. The agent reviewed with the caller that they could check with the bone growth stimulator company and with the hcp. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.